Manufacturer narrative:
The haemonetics field service engineer evaluated the device. All three sets of rotors were out of specification and needed to be replaced. The out of specification rotors can cause the tubing not to be occluded properly resulting in the depletion of the reported saline or the remote possibility of excess anticoagulant. The issue of the rotors has been investigated under a corrective action. The results of that investigation determined the likely cause was the harsh cleaning solution used to clean the pump rollers at the customer site can cause damage to the pump rollers which may lead to a device malfunction. New rotors were installed by the field service engineer. The device was put through full diagnostic testing and meets manufacturer specifications. The customer had been sent the haemonetics medical device safety alert regarding the proper cleaning solutions to use to prevent the early degradation of the rotors.

Event description:
Haemonetics received a call to our product support division on 05/27/2016 that during a double red cell collection, all of the saline was returned during the first return cycle. The procedure was ended. There was no adverse event reported.